Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to abrasion while in vivo. The analyst noted that lead was returned without a lead length. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned without documentation and subsequently tested out of specification at analysis. No patient complications have been reported as a result of this event.